Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The device had high current drain that depleted the battery. The high current was isolated to an anomalous component in the hybrid subassembly.

Event description:
It was reported that the device was explanted due to early battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.